Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire noted blood and contrast on the coils and core which is consistent with the guide wire being used in the patient as reported. There were two kinks in the tip, 3 mm and 5.5 mm proximal to the tipball. There were offset and overlapped intermediate coils sporadically 3 mm proximal to the center solder for a length of 4 mm and .5 mm distal to the proximal solder. These noted damages were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as no damage was reported during inspection prior to use. The tip was tugged on to confirm that the core was intact. The guide wire was returned inserted in the guide wire lumen of the returned balloon catheter. The guide wire was removed form the balloon catheter with resistance noted. The balloon catheter was returned with no blood visible and contrast in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. Factors that may contribute to the inability to retract the balloon catheter and introducer sheath over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter and introducer sheath. An attempt to move the guide wire in this reduced clearance can cause the coils to bunch up or overlap which can increase the diameter of the guide wire and cause resistance between devices. If this resistance is not reduced and continued force is applied to a guide wire with overlapped coils, this can result in permanent deformation of the wire and possibly lead to the wire becoming locked or frozen in the catheter. In this case, analysis of the returned device noted that the guide wire was used in an attempt to backloaded through the returned balloon catheter; however, the guide wire would not advance past the offset and overlapped intermediate coils at the proximal solder. The returned guide wire was backloaded through a new introducer sheath without resistance noted. The outer diameter of the solder joints were measured with a hole gauge; however, the hole gauge would not advance past the offset and overlapped intermediate coils at the proximal solder. The outer diameter of the guide wire proximal of the hypotube was measured and met manufacturing criteria. Additionally, the inner diameter of the balloon catheter tip past the proximal seal and the guide wire exit notch were measured and met manufacturing criteria. A review of the lot history record indicated no non-conforming material records for this lot. There is no indication of a product quality deficiency. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during an un-specified coronary procedure, the balance middleweight elite guide wire was advanced to a lesion in the left anterior descending artery successfully. Pre-dilatation was performed with an nc mercury balloon, and a xience prime stent was implanted. During removal of the guide wire, resistance was met with the guide wire introducer. An assertive attempt was made to remove the guide wire, and the device was able to be removed. The same balance middleweight elite guide wire was then advanced successfully to a lesion in the right coronary artery without issues. Dilatation was performed with the same mercury balloon; however, during removal of the balloon, resistance was met with the guide wire, and the devices were removed together. A non-abbott guide wire was used to complete the procedure successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.